Event description:
The tip of the vapr electrode broke off inside the pts shoulder. It was retrieved and there were no adverse effects to the pt. A same like device was used to complete the procedure.